Event description:
It was reported that the impedance had decreased and was low. It was also reported that there was a question regarding using a device for a purpose other than which it was intended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.